Manufacturer narrative:
(B)(6). The device was not received for evaluation, however photos were provided for investigation. The visual inspection of the provided pictures showed that the dialysate port was cracked.the reported condition was verified. The most probable cause identified is that a shock was applied on the product during shipping. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted. Prismaflex st100 set c has been temporarily approved for use in the us under emergency use authorization (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic.

Event description:
It was reported that during the priming of a prismaflex st100 set c, an external fluid leak was observed due to a broken tube. There was no patient involvement. No additional information is available.